Event description:
A malfunction alarm was reported but did not cause the customer's blood glucose level to exceed 500 mg/dl, remaining within a safe range. The customer contacted technical support, who provided instructions to reset the pump and assisted in the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue reappears.